Event description:
Procedure: inguinal hernia repair: according to the reporter: the physician was to perform a laparoscopic incision and introduced the trocar with a cuff. The physician attempted to insufflate the cuff multiple times with no success. Another trocar with a cuff was used but again insufflation was unsuccessful. Since the physician was unable to get pneumoperitoneum or good visualization, the procedure was converted to open bilateral inguinal mcvay repair. Follow up questions have been sent to the reporter for additional information.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on: 05/15/2015.